Manufacturer narrative:
As the lot number for the device was not provided, a lot history review could not be performed. The device was not returned to the manufacturer for evaluation; therefore, the investigation is inconclusive due to no sample return. The definitive root cause for the reported event is unknown. The device is labeled for single use. The catalog number identified has not been cleared in the us, but is similar to the x-port isp w/ 8 fr groshong, int kit products that are cleared in the us. The pro code for the x-port isp w/ 8 fr groshong, int products is identified.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 7707540j implantable port allegedly experienced component missing. This information was received for one source. This event did not involve a patient as there was no patient contact.